Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
The physician intended to use the rapid cross in the tibia vessel. It is reported that the balloon was advanced in the vessel and inflated to 8atm's and burst longitudinally, the catheter was removed with no patient injury.